Event description:
It was reported that the procedure was to treat a mildly calcified lesion located in the femoral artery. After predilatation of the lesion with an armada 35 balloon catheter, the 6x200 supera veritas stent was placed in the superficial femoral artery. The introducer sheath was not close to the proximal end of the stent. The introducer sheath was placed crossover and could be moved freely. During deployment, 15 cm of the stent became elongated in the artery, but 5 cm remained in the sheath. During manipulation of the catheter the tip became separated. The patient went to surgery during which the stent implant was cut, the separated tip was retrieved and a patch on the artery was performed by a vascular surgeon. No further intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment failure could not be confirmed as the stent was no longer located in the delivery system. The stent elongation could not be confirmed as it was based on case circumstances. The tip detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.